Manufacturer narrative:
Initial report had incorrect information related to event in summary narrative. Correct information has been provided with this report.

Event description:
Customer was hospitalized due to high blood glucose and diabetic ketoacidosis and did not receive emergency medical service.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of unknown value at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as vomiting, nausea, and abdominal pain. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer also called in to report a damaged retainer ring and mentioned the reservoir was able to lock in place. The insulin pump will not be returned for analysis.